Event description:
A coronary stent with delivery system was successfully advanced to the target lesion site in the pt's right coronary artery. During the initial inflation process, the pt coughed and as a result the guide catheter, guidewire and sds prolapsed out of the vessel and the stent embolized in the right coronary artery. The right coronary artery shut down and the pt was sent for coronary artery bypass graft surgery. Surgery was successful and there were no add'l clinical sequelae reported relative to the event.